Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the day after implant, right ventricular (rv) lead exhibited no capture and high impedance. A microdislodgement was found, and additionally, a setscrew issue was found on the device. The lead was repositioned, and the loose set screw was tightened. Both the lead and the device remain in use. No patient complications have been reported as a result of this event.